Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis is still in progress. Multiple device codes were applied. Below clarifies what each is associated with. A0908 - inaccuracy a23 - registration issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the registration for CT to fluoro failed, as it had red values at every level. The site switched to scan and plan and passed registration, but the arm was sending to the incorrect trajectories. The surgeon reported that when they set the trajectory to s2 on the right, it looked like it was on l3 on the right. The manufacturer representative redid the planning, but the trajectories were still off so they swapped to a different robot to continue the case. There was no patient harm and the procedure was delayed an hour or longer. Additional information was received. It was reported that trajectories deviated more than 10 millimeters (mm).

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the registration issues was related to the quality of the fluoro shots. The investigation team determined that registration consistently succeeded with green scores at every level when using masked fluoro shots (without patient information). However, when unmasked fluoro shots (with patient information) were used, the registration process encountered issues due to problems with bead identification. Additionally, inaccuracies experienced in the or were attributed to improper assembly of the star-marker, which resulted in incorrect orientation registration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.